Event description:
Manufacturer's ref #: 498782.

Manufacturer narrative:
A ventilator was reported to fail the internal leakage test in pre-use check, with pressure transducer difference 5 cmh2o error. Our field service engineer investigated the ventilator on site and found the pressure transducer printed circuit boards faulty. The pcb was returned for further investigation. The failure was confirmed in received device logs. The returned pcb was mounted in a reference ventilator and pre-use check failed. After further investigation, it was found that the pressure sensor measured a high zero-pressure value. Using microscope it was found that two connections on the pressure sensor were loose. A defect pressure transducer may lead to high pressure build-up in the patient circuit. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. The internal leakage error happened due to a faulty pressure sensor.

Event description:
It was reported that the ventilator failed the internal leakage and pressure transducer tests during pre-use check. There was no patient involvement. Manufacturer's ref #:(B)(4).